Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited no capture and no sensing. The patient was not ra pacer dependent. It was noted that the reason for the loss of appropriate capture and sensing was due to the physician had tied the suture to the lead itself rather than the suture sleeve during the initial implant. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.